Manufacturer narrative:
Evaluation of the returned lantern revealed that the distal tip of the catheter was ovalized. If the lantern is forcefully gripped or pinched during use, damage such as an ovalization may occur. During the functional test, a demonstration coil was advanced completely through the returned lantern with resistance due to the ovalization on the distal tip. The ovalization likely contributed to the reported resistance during the procedure. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery using a lantern delivery microcatheter (lantern) and non-penumbra coils. It was reported the patient anatomy was moderately tortuous. During the procedure, the physician encountered resistance when advancing the first coil in the microcatheter. Therefore, the coil was removed. The procedure was completed using a new lantern and the same coil. There was no report of an adverse effect to the patient.